Manufacturer narrative:
The hill-rom technician found the ground pin missing from the power cord. The technician replaced the power cord to repair the bed.

Event description:
Information received indicates the bed's ground loss light is on.